Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had low blood glucose levels and passed out while driving. The customer was in a vehicular accident and was transported to the hospital on (B)(6) 2014. Blood glucose levels while in the ambulance was 29mg/dl. No additional information was provided.